Event description:
Additional information received reported the patient's entire system was replaced.

Event description:
Additional information received reported the patient had no shocking and was doing well now.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v508099, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-60, lot # v490093028, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-45, lot # v516928, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-60, lot # v490093028, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v516928, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that there was high impedance of over 10,000 ohms on electrode 0 through 7, 9 through 11, 13, and 14. It was noted that the patient had a loss of stimulation and therapeutic effect. It was noted that a revision was planned. It was noted that reprogramming was performed and the issue was not resolved. It was noted that the cause was not determined. It was noted that a revision of the leads and the extension was planned. It was noted that the patient stated that it was working fine and then went on vacation, came home and was working in the garden and notices they were not feeling stimulation. It was noted that the patient had an occasional shock and had gone from needing volts at 1.5 to 2 volts to 8 to 10 volts. It was noted that they planned to revise. It was noted that the patient was alive with no injury. It was noted that the patient had less than 50% therapy relief at the lead and extension connection as well as at the lead location and the extension location.

Event description:
Additional information received reported that the patient was having a revision in (B)(6).